Event description:
Affiliate reports the implanted valve's pressure could not be changed in 2002. The pt's condition improved and the valve was explanted the following month because it was no longer needed. The surgeon has requested that the device be evaluated to determine the cause of the programming failure.